Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer's investigation is currently on-going. A follow-up report will be filed when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported that a patient expired while using a ventilator. The manufacturer's investigation was based on the ventilator's downloaded event logs. The device was not returned to the manufacturer for evaluation. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On (B)(6) 2017 at 19:14:35 local time, ac power was disconnected from the device. On (B)(6) 2017 at 19:15:02 local time, the ventilator was powered on. At this time the device was operating on battery power. The device was powered off on (B)(6) 2017 at 21:01:24 local time. The device was powered on at 01:13:05 local time on (B)(6) 2017. At this time the ventilator was operating on detachable battery power. At 02:15:07 local time, the detachable battery depleted and the ventilator began operating on internal battery power. At 04:25:32 local time on (B)(6) 2017, the ventilator alarmed for a medium priority internal battery depleted condition. This alarm indicates the internal battery has approximately 20 minutes of run-time remaining. This alarm was not acknowledged as no alarm silence/reset keypress was logged. At 04:41:25 local time on (B)(6) 2017, the ventilator alarmed for a high priority internal battery depleted condition. This alarm indicates the internal battery has approximately 10 minutes of run-time remaining. This alarm was not acknowledged as no alarm silence/reset keypress was logged. On (B)(6) 2017 at 04:52:28 local time, the ventilator powered off due to depleted batteries. The ventilator was not powered on again until 07:43:52 local time on (B)(6) 2017. Based on the ventilator's downloaded event logs, the manufacturer concludes the device powered off due to depleted batteries.